Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the multiple no delivery usually occured with second bolus and few times the buttons were sticky and hard to press. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.